Event description:
It was reported that during therapeutic aquablation for obstructive bph (benign prostatic hyperplasia) procedure the cystoscopy sheath broke. The piece was retrieved completely and the procedure was completed without complications. There were no reports of patient harm.